Event description:
Pharmacy tech was filling lma pump and plastic housing shattered, sending pieces flying. Pharmacy tech suffered corneal abrasion to right eye from fragments and eye splashed with ropivacaine.what was the original intended procedure?filling the lma pump.